Manufacturer narrative:
(B)(4). The customer stated that the upper display was swapped with the lower display and both displays now work properly.

Event description:
It was reported that on an 840 ventilator the upper display has lines and is not readable. There was no patient involvement.